Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen began wobbling and then separated from the back plate while the device remained operable; the user temporarily secured the screen with tape and reported no difficulty using the device, and the device data were synced, consistent with a device display component issue and a loss or failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed stress-related problems affecting the display assembly and a bonding failure associated with the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.